Event description:
It was reported that the patient presented for radiation therapy and received a pacemaker check. Patient was last seen in clinic in 2012. The pulse generator could not be interrogated. Patient was non pacer dependent and was in atrial fibrillation during the interrogation. No intervention was performed. The physician elected not to replace the device. The patient was discharged in stable condition.